Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted report to include the PMA#.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During implant procedure, the implantable cardioverter defibrillator exhibited far p wave oversensing leading to pacing inhibition. Programming changes were made to resolve the issue. The patient was stable throughout the procedure.